Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported the patient was being tracked every three months post operative by computed tomography angiogram (cta) for a persistent type ii endoleak. There was no aneurysm growth. On (B)(6) 2010, the physician implanted an additional device (pxc181000/76816350) in attempt to treat the type ii endoleak. The patient tolerated the reintervention. The type ii endoleak was still present, feeding from multiple collateral vessels. The physical performed a second reintervention on (B)(6), 2012, and explanted all the gore excluder devices. The vasculature was repaired surgically and the patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141200/06823066 and pxc181000/7681635. Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and surgical conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient.